Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a bleeding source was identified at the ascending colon. The bleeding spots were treated (coagulation with an argon-beamer) and the bleeding was stopped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for major bleeding and received a blood transfusion. On (B)(6) 2019 the patient's hematocrit was 13.1%, their hemoglobin was 3.9 g/dl, quick was 9%, and inr was 6.68. The event was considered resolved/recovered on (B)(6) 2019.